Event description:
The customer reported that an 840 ventilator had an erratic display. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The unit passed extended self-testing.